Event description:
It was reported that patient experienced elevated blood glucose of 370 mg/dl and treated with insulin pen on (b)(6) 2026 due to tape not sticking.

Manufacturer narrative:
E1:Name: (b)(6).Country: United States of America. Street: (b)(6).City: (b)(6).State: (b)(6).Zip Code: (b)(6).Based on the available information, this event is deemed to be a serious injury To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545.Manufacturing Site:3003442380.